Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break. Correction to field b1. Adverse event/product problem.

Event description:
It was reported that this brady lead was an attempted implant due to lead helix broke while attempting to retract for repositioning. Moreover, a fragment of the helix remains in the septum. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to lead helix broke while attempting to retract for repositioning. Moreover, a fragment of the helix remains in the septum. A new lead with different model was implanted. No additional adverse patient effects were reported.